Event description:
The subject device was used as an infusion port for the administration of medication. The device was implanted on 2/6/97. The catheter split longitudinally and leaking resulted. The catheter was replaced on 5/2/97. Information from the hospital indicates the catheter was implanted in the anatomical pinch point between the clavicle and the first rib.